Event description:
The patient was revised due to disassociation of the liner from the shell.

Manufacturer narrative:
Examination of the returned items finds evidence to support the disassociation. The evidence present indicates the liner was not fully engaged with the acetabular cup as intended and may be related to user technique. Review of the device history records did not reveal any product problems, manufacturing deviations or anomalies that would relate to the reported disassociation. A complaint database search finds no ohter reported issues with the provided part and lot codes since their respectively release dates. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.